Manufacturer narrative:
Product event summary: the patient connector pins in the analyzer are damaged.

Event description:
It was reported that the analyzer was returned to the manufacturer for trade-in, was analyzed, and subsequently tested out of specification. There was no patient involvement.